Event description:
It was reported that during the procedure, while performing pre-dilatation in a 18-millimeter (mm) long heavily calcified, concentric 90% stenosed, de novo lesion in the 3.0mm diameter mildly tortuous mid right coronary artery with a 2.5x15 non-abbott balloon, this non-abbott balloon ruptured and was withdrawn from the anatomy. A 3.0x12mm nc trek rx balloon dilatation catheter (bdc) was prepped while inside of the patient anatomy, then advanced to the lesion via radial access, but the balloon ruptured at an unspecified pressure during the 2nd inflation with an unspecified inflation device. The nc trek rx bdc was withdrawn from the anatomy. No additional pre-dilatation was performed. A 3.0x18 rx xience xpedition was implanted in the lesion, completed the procedure and resulting in 0% stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, balance middleweight universal ii; guide cath: launcher 6f sal1. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the japan nc trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Based on the information reviewed, there is no indication of a product deficiency.